Manufacturer narrative:
(B)(4). Attempts to obtain the device have been made. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2020 and a reservoir was used. After surgery, in the ward, the reservoir was emptied since it became full. Then, when trying to unlock the reservoir for reactivation, it could not be locked, and could not be reactivated. Another reservoir was used with no problem. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/22/2020.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/25/2020. Additional information: d4, h4. Correction: d2, d2b, g5. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Deviations were reviewed and it is determined that do not contribute with reported customer complaint event since they are not related with plates sub-assy process or its function. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/7/2020 h3 evaluation: product received for analysis. Failure mode reported was evaluated during sample evaluation the plate was not able to be locked, however it is observed that the tie does not interfere with this function. Therefore, is considered this man factor does not contribute to the reported complaint defect. Locking mechanism of reservoir was checked to verify its condition. Sample was evaluated and during this evaluation it was notice that the latch of plate and its mechanism was broken, due to this condition the plate was not able to be closed as stated in product event, therefore defect is verified. However it could not be related to manufacturing process since at plates subassembly area there is an inspection performed by operator to assure that 100% of plates were properly assembled, and quality performs aql inspection of the subassembly to open and close the plate assembly 10 times to assure proper assembly. In addition, plate subassembly needs to be properly closed in order to perform final assembly on finish good. Therefore, is considered this materials factor does contribute to the reported complaint defect. Defect reported was verified on sample received. During sample evaluation the plate was not able to be closed due to locking mechanism is broken, however is could not be related to manufacturing process since each unit is activated to confirm proper function and inspected to confirm it complies with current manufacturing instructions. Based on the present analysis, and condition of sample received it is determined that the reported complaint is verified but it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Date sent to FDA: 9/11/2020.